Event description:
Per the clinic, the patient underwent revision surgery in (B)(6) 2010 (exact date not reported), with skin graft due to skin overgrowth. The patient underwent an abutment exchange (B)(6) 2013, under general anesthesia. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.